Event description:
This report was received from (B)(4) and is a clinical report of an observational study from a physician in the (B)(6) of peritonitis in a patient coincident with extraneal viaflex therapy for continuous ambulatory peritoneal dialysis (capd). It was not reported whether extraneal viaflex therapy was ongoing. On (B)(6) 2008, the subject experienced peritonitis. The primary contributing factor was unknown. On an unreported date, the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.